Event description:
It was reported that during a distal superficial femoral artery procedure (over bifurcation) the catheter shaft under the balloon kinked. Upon removal of an .035" angle glide wire. The catheter was removed & replaced with another of the same make & type with no further complications.